Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s rehab nurses adjusted the garment for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.